Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose level "greater than 600 mg/dl". The patient did not suffer any symptoms of high or low blood glucose levels. The patient noted he was on his backup place since (B)(6) 2012, when he reported to animas the pump's keypad was missing and he was unable to use the pump for ipt. The patient noted he had been in contact with his hcp for dosing of his backup place, but also that he "does not do well" on his backup plan. The patient took a correcting dose of insulin and his blood glucose level dropped; he did not specify the blood glucose reading obtained. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while on his backup plan due to a previous pump keypad issue. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the follow accuracy test was unable to be performed and the pump was unable to power on due to moisture found inside the pump and in the display lens. Unrelated to the complaint, the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed and there was contamination found under the key contacts. A leak test was performed and the keypad was found to be leaking.